Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of anterior rectal wall in a laparoscopic procedure, the component was disengaged into patient's cavity and it was stated that a handle was turned to exteriorize the peak and it was rather the staples which crossed the anterior wall of the rectum. The device was then removed via abdomen and staples rectally. Anastomosis was performed with another machine and sutured a layer over the line anterior clip. A protective ileostomy was already planned for this patient. It was in ileus but there was no sign of anastomotic leak.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. The instrument remained intact with no missing or disengaged components. The pushers did not advance when the trocar was advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of anterior rectal wall in a laparoscopic procedure, the component was disengaged into patient's cavity and it was stated that a handle was turned was turned to advance the trocar to pierce the tissue to connect to the anvil but instead of the trocar advancing the staples out instead and crossed the wall of the rectum. The device was then removed through abdomen and staples rectally so then, anastomosis was not done yet and it was performed with another machine and sutured a layer over the line anterior clip. A protective ileostomy was pre-planned for this patient. It was in ileus but there was no sign of anastomotic leak.